Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 09feb2019. The central processing unit board was returned to philips for failure analysis. Testing on the returned board revealed that all reported failures could not be replicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the existence of check vent error (111a/1101/1104/1105/1115/1123/1124) in the error log. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19, date rec¿d by MFR : 04jan19. The manufacturer¿s international service technician confirmed the reported error code issue in the error log. The manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.